Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed during the patients visit in the clinic. Programming changes were made with no adverse event to the patient.